Event description:
It was reported that during an unknown procedure, the device would not open after use and therefore had to be cut off of tissue. Jaws are still in the locked position. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the blade did not return after the handle was depressed and the knife blade was found to be buckled. The device's handles were manually opened and the jaws were opened by manually pulling the trigger and handle apart.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.